Event description:
A customer reported that the t:slim x2 pump battery was not charging, and a power source alert was registered in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer service team instructed the caller to plug the wall adapter into a known working outlet and leave it for at least 30 minutes to see if the pump would begin charging, with a follow-up planned by technical support.